Manufacturer narrative:
Correction section d: d1 common device name, d4 model number and d10 concomitant medical products and therapy dates has been updated to reflect the permanent product instead of the trial product that was inadvertently submitted in the initial report.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17545. It was reported the patient experienced ineffective stimulation with the drg system. As a result, the entire drg system was explanted to address the issue.